Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient experienced burning sensation. The patient reported to the manufacturing representative that a few weeks prior to report that she fell on her implantable neurostimulator (ins) and the ins overheated and constantly shocking her very badly. Electrode impedance measurements showed no out of range impedance values. When the patient used the device she was getting approximately 50 percent pain reduction of her chronic pain for which she had the stimulator implanted. Interrogation of the device showed that she only used her device 20 percent since (B)(6) and of that utilized program b 100 percent of the time. The manufacturing representative encouraged her to use her device much more frequently in order to achieve relief more frequently. The patient scheduled an appointment in (B)(6) to see the implanting physician as follow-up.